Event description:
It was reported that during unpackaging the maverick2 monorail 9mm x 2.0mm balloon catheter, the package ripped. The sterility of the product was compromised. The device had no contact with the patient. The procedure was completed with another of same device.

Manufacturer narrative:
The complainant indicated that neither the balloon catheter nor the packaging will not be returned for evaluation; therefore, a failure analysis of the complaint balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.